Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received at baxter for evaluation. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had ruptured after filling. After a couple of minutes of filling, the reservoir ruptured. The device was filled with belo and normal saline 48 milliliters. There is no adverse event, patient injury or medical intervention associate with this report. There is no further complaint information available